Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient reported experiencing a fall and alleged that the implantable pulse generator (ipg) device moved up. Follow-up with the clinic disclosed that the patient did not follow-up, however, a transmission was received that showed normal device function. The device remains in use. No further patient complications have been reported as a result of this event.